Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information, it was presumed that failure to confirm the position of the tip of the caravel microcatheter had most likely contributed to the perforation of the collateral channel. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ vessel perforation.

Event description:
It was reported that an asahi fielder xt-a guide wire was used with an asahi caravel microcatheter via retrograde approach through epicardial collateral channel during a percutaneous coronary intervention (pci) to treat a moderately tortuous, heavily calcified chronic total occlusion (cto) in the ostial left anterior descending artery (lad). When the fielder xt-a guide wire was removed after 5 minutes of attempting to cross the occluded lesion, the guide wire broke at the proximal part, and the distal part remained inside the patient anatomy. The position of the caravel microcatheter was lost and perforation of collateral channel occurred. No additional action was taken against the wire fragment and the physician decided to leave it in situ. Coil embolization was performed for the collateral channel. It was reported that the patient was good after the procedure although ventricular extrasystoles persisted. No other information was available.